Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that the patient didn¿t remember they had a stimulator until after an MRI had already started on their lumbar/cervical region. The patient felt the implanted neurostimulator (ins) stimulating them while in the scanner. The hcp was under the impression that the device, probably, wasn¿t turned off. It was unknown if the sensation stopped once the patient was removed from the machine. There were no further complications reported or anticipated.